Manufacturer narrative:
Initial report sent to FDA on 10/30/2007.

Event description:
Procedure: prostatectomy. According to the reporter: after the instrument was applied, the needle stayed pt cavity. The needle was removed without any damage to the pt. Another instrument was used to continue the procedure.